Manufacturer narrative:
(B)(4). The customer reported failure of 'unit did not alarm' was not verified. The service history for this serial number was investigated for similar complaint mode. No similar complaint mode was found in the service history. Information has been added to the database for trending purposes and complaint trends are reviewed monthly to determine if additional action is required.

Manufacturer narrative:
(B)(4). Covidien/medtronic has requested return of the device for investigation.

Event description:
The reporter stated that the n600x did not alarm while on a (B)(6) infant. The baby had both a pulse oximeter and an apnea monitor on. At 0615 when the nurse was last in the room, the infant and mom appeared to be sleeping and the pulse oximeter was registering 94%spo2. The charge nurse stated she heard a whining sound coming from the apnea monitor when she went into the room for the code and she turned it off and started the code. The infant died. The infant was (B)(6) gestation at birth (B)(6). At the time of the event the infant was (B)(6). Support the infant was on at the time of the event: IV fluids, d5%1/4ns.